Manufacturer narrative:
Clinic reported third degree burns on upper arms of a patient treated with morpheus8. Investigation is ongoing.

Event description:
Full thickness burns on upper arms post morpheus8 treatment.

Manufacturer narrative:
Clinic reported third degree burns on upper arms of a patient treated with morpheus8. Investigation is ongoing. 20-aug-2024: follow up report is submitted with investigation results. No technical issues were found upon inspection of the device. The root cause is attributed to user error: the operator utilized extremely aggressive treatment parameters (multiple pulsing at various depths on the same spot with excessive energy levels), not congruent with the IFU, causing severe tissue damage. Customer was retrained.

Event description:
Full thickness burns on upper arms post morpheus8 treatment.